Manufacturer narrative:
(B)(4). Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the evaqua limb had a hole near the elbow connector. Conclusion: the nature of the damage suggests that the evaqua limb has been cut, most likely by a sharp object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing is performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. All breathing circuits must pass a final pressure test on the production line before they are packed and breathing circuits which fail the test are rejected. This suggests that the subject breathing circuit was damaged after it was released for distribution. The key difference between the fisher & paykel healthcare's evaqua breathing circuits and conventional breathing circuits is that the expiratory limb of the evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. Set appropriate ventilator alarms. The hospital staff correctly checked the breathing circuit before patient use, which is in line with our user instructions.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that an rt340 adult breathing circuit failed the servo ventilator leak test. This was found before patient use.